Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked aliquot drain and replaced the worn aliquot probe. The cse cleaned all aliquot points and aligned the probe. The cse then performed alignments and replaced reagent probe 1 (r1) and sample probe 1 (s1). The cse then performed a system check and instructed the customer to run quality control (qc). The cse ran precision testing on the instrument, which passed. The cse inspected the r1 drain and replaced the r1 cleaner pump, a cracked s1 drain and loose worn out s1 horizontal drive belt. The cse realigned s1 and performed a quick check on the instrument, which passed. The cse replaced s1 mixer, aligned probe and ran quick check, which passed. The cse ran qcs, which were within range. The cause of the discordant, falsely depressed ca and mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium (mg) results were obtained on two patient samples and a discordant, falsely depressed calcium (ca) result was obtained on one of the two samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca and mg results.